Event description:
The customer stated that they were having issues with the inorganic phosphorus (phos) on a d module analyzer. On (B)(6) 2016, they had problems calibrating the assay, but were able to eventually get a successful calibration and acceptable quality controls. The customer stated that they ran the analyzer for about 6 hours and when they ran routine quality controls again, these were outside of range. The customer ran precision studies with one level of control and this was found to vary between 3.7 mg/dl and 4.7 mg/dl. The customer then repeated an unspecified number of patient samples and of these, 34 had to have results corrected. The customer provided data for two patient samples that had questionable results and of these two, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 1.4 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting as 2.1 mg/dl. The 2.1 mg/dl value was believed to be correct and a corrected report was issued. The patient was not adversely affected. The phos r1 reagent lot number was 11393001, with an expiration date of 03/31/2017. The phos r2 reagent lot number was 11606801, with an expiration date of 09/30/2017. The field service representative verified correct delivery flow from nozzles, verified proper washing of cells, and verified proper mixing and sampling. He replaced an exchange valve. He ran mechanism checks and a "linearity" study. The operator ran quality controls and all were within laboratory specifications. The system was found to be operational.

Manufacturer narrative:
Based on the information provided, the root cause has been identified as a defective phos reagent changeover valve. An issue with sample pipetting and mixing could be excluded as the problem would also affect other tests. The customer has not experienced any further issues since the valve replacement.